Manufacturer narrative:
A. Patient information not provided no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient visited the outpatient clinic due to an on (B)(6) 2025 with "controller internal fault" displayed. No other technical issues appeared. The left ventricular assist device (lvad) operated as expected. The vad-coordinator performed a self-test of the system controller, but the issue persisted. The internal battery was also disconnected and reconnected without any impact on the alarm. Therefore, it was decided to exchange the controller. There were no alarms anymore with the new controller. Log files were downloaded on (B)(6) 2025 but did not provide any visible root cause for the alarm. The affected controller would return for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm on the system controller (B)(6) was confirmed via the submitted log files. A controller internal fault is captured throughout the duration of the log file. The onset of the alarm is not captured. These alarms activated due to internal lcd_com faults. These faults and alarms did not impact the ability of the pump to operate at the set speed, as it maintained a speed above lsl while the driveline was connected. Pump operation was not affected. The system controller was returned and underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) and the actions to take if the alarm cannot be resolved. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.